Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation with a cap on the dark blue connector. A visual inspection with the naked eye and magnification noted the occlude feet broken on the light blue main body; there was no damage on the female connector. The condition of broken twist clamp was verified; however, the reported condition of cracked female connector was not verified. The cause of the broken twist clamp could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address the damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the female connector of a peritoneal dialysis (pd) transfer set. This was observed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.